Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that during an unspecified spinal surgery, ¿the set screws did not properly function and broke in the middle of the threads while tightening. The surgeon states the set screw felt like it was cross threaded when the initial set screw broke. The crosslinks were implanted and when tightened; instead of a clean break off, the set screw sheared off in the middle of the threads. ¿

Manufacturer narrative:
Macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is noted on both returned set screws and mas, consistent with set screw misuse due to misalignment of the mas head and set screw threads during construct assembly. The above observations are consistent with misuse due to misalignment of the mas head and set screws, resulting in the foregoing event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.